Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/11/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the plunger and pushrod were observed in advanced position in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. Amounts of viscoelastic solution were observed on cartridge which indicate that the unit was handled and prepare for surgical use. Heavy dent/distortions were observed at the cartridge tip. Lens was also observed stuck inside the cartridge. The complaint issue reported was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon noticed that the cartridge tip was uneven before loading the intraocular lens. There was no patient involvement. No additional information was provided to abbott medical optics.